Event description:
Complainant states the quantum 2000 did not cauterize after cutting - as a result the pt had to go to the hosp.

Manufacturer narrative:
The quantum 2000 was returned to coopervision on (B)(4) 2013. The product is currently still under investigation by coopersurgical's service and repair dept. (B)(4).